Event description:
It was reported that: "hybrid1214d broke in a duo microcatheter in tortuous anatomy. The fractured hybrid1214d stayed within the duo microcatheter and removed from patient without incident. The hybrid1214d and duo microcatheter were saved and being held by the rt for pickup by balt for investigation." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The investigation of the reported issue was completed by supplier balt extrusion: as you are aware, the affected device was not returned & therefore, we could only base our analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations we conducted (lot history record, quality controls, etc.). Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. As you are aware, the affected device was not returned & therefore, we could only base our analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations we conducted (lot history record, quality controls, etc.). During the manufacturing process, several tests are performed: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the weldings is 100% controlled. The lot number was not provided. Thus, no review of the lot history record was possible. Meanwhile, the review of pms data highlighted anomalies which could explain the issue you experienced during the procedure. As such, we lack information to draw a solid conclusion on the root cause of the incident. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on may 14, 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal supplier, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "hybrid1214d broke in a duo microcatheter in tortuous anatomy. The fractured hybrid1214d stayed within the duo microcatheter and removed from patient without incident. The hybrid1214d and duo microcatheter were saved and being held by the rt for pickup by balt for investigation." Incident report form submitted for this complaint indicates that no patient injury was sustained.